Event description:
It was reported that during use of a 3dimensions mammography system the compression mechanism moved on its own without user input. The information was obtained from a recorded transcript referencing related complaints. The user site indicated that the compression moved unexpectedly, although no patient was positioned in the unit at the time and no injuries were reported. No further information is currently available.

Manufacturer narrative:
H3 other text : other.